Manufacturer narrative:
Device passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or pump error 63 alarms noted during testing however, pump error 63 alarm is confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio and vibrate anomaly. The customer stated that the device was not making any sound or vibrating when alarming. The device alarmed hardware low level failure multiple times during displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.